Event description:
It was reported that the patient had a frayed insr antenna cord. An email was sent to repair to replace the frayed cord. Patient said the insr is not taking a charge from the desktop charger and believes the connector pin in the issue. The patient said they have cervical dystonia at their neck. Patient called back stating that they were having trouble connecting their new recharger antenna to the insr. Patient stated that it appears the port on the antenna cord is too larger for the port on the insr. Agent attempted to assist but patient could not plug in the cord. Patient stated they will call back when they have a caregiver to assist them with swapping the cords.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type recharger product ID: 37791, serial# unknown, product type recharger product ID: 37791, serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of desktop charger cord (serial no (B)(6)) found " cable assembly has a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.